Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected: b1, h8. B1 (adverse event) and b2 (required intervention) should not have been checked.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for early subsidence following total hip arthroplasty: abnormal radiographic evaluation. Event is not serious and is considered moderate. There is a remote possibility that the event is possibly related to device and is probably related to procedure. Date of implantation: unknown, date of event (onset): (B)(6) 2015, (right hip). Treatment: none (2 mm subsidence is not progressive).